Event description:
It was reported that after a colonoscopy the patient developed an infection. The patient had pain/discomfort on his side for a while after the procedure. Then, he felt pressure and something "pop." He ran a fever and then went to the hospital and was hospitalized from (B)(6) 2024. While in the hospital for the infection, his doctor said the infection was due to the colonoscopy. While in the hospital, the patient received several transfusions, of unknown types. The patient had a severe allergic reaction (to an unknown irritant) that affected his eyes and went temporarily blind while in the hospital. The patient has been since released. Additional information was requested multiple times but was not provided.